Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same infusion set for over 3 days using humalog insulin with the mobi pump. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 3 days. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.